Event description:
Received information stating customer's pump unexpectedly shutdown. Customer was at the beach and the pump was splashed by a wave. Reportedly, customer's blood glucose level was a little high (327).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up report will be submitted if the device is received.